Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient had placed a 5.5 pump for post-cardiotomy cardiogenic shock due to coronary artery bypass graft performed in the operating room. Due to bleeding concerns, anticoagulation had not been initiated. During the support, embolic cva was observed. The family made the choice to harvest organs and withdraw care. The pump had supported for 11 days.

Manufacturer narrative:
Corrections: d2, e4. The investigation of the reported failure mode has been completed. Stroke :the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.